Event description:
Event description cpi received a fax alleging that this implantable pulse generator (ipg) exhibited a loss of capture when programmed in the bipolar mode, however it functions appropriately when programmed to the unipolar mode.